Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was observed to have blood ingression. (B)(4)

Event description:
It was reported that during an attempted implant, the physician noted blood in the outer lumen of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.